Manufacturer narrative:
Other relevant device(s) are: product type recharger; product ID: 97755, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging the ins. The patient reported that they could not charge the ins. The patient reported that the intellus controller was fully charged, but when they tried to charger the ins, they are unable to effectively establish a charge connection. A message screen 15 and 50 were reported with the highest reading of 73. It was reported that this had been going for about month. The patient was reviewed to remove and reinsert the li battery pack, and unplug/reconnect the rtm, but this did not resolve the issue. The patient reported that every time they go to recharge the ins, it seems to "move around". The patient was asked if the ins is moving but they were unsure and stated that it used to be "more pronounced" before they lost weight. The patient reported that they have had a physical therapist that massaged the lower part of the back, but the charging difficulty started well before the physical therapist. No patient complications have been reported because of this event.

Manufacturer narrative:
Product ID 97755 lot# (B)(4)implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they made a mistake with the appointment time and did not meet with the rep and no future date has been set. The patient reported that they plan to notify their managing physician at the next meeting.

Manufacturer narrative:
Analysis of the recharger, product ID (B)(4), serial# (B)(4) found that the recharger had no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about the recharging difficulty and ins moving around have t been resolved.